Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was moved to a subpectoral position. During the procedure, the physician did not disable hv therapy, and dislodged both the atrial and ventricular leads. As a result multiple inappropriate shocks were delivered. The system was explanted.